Event description:
Conversation: the pt reportedly began using the product in 2005. The nurse practitioner reported that the product was applied to the granuloma around the patient's g-tube site. Within 10 minutes of application, the patient's mother reported that the area had become red and irritated. The product was removed after being applied for approximately 30 minutes. The nurse practitioner informed me that within 24 hours the area of the application site became necrotic. The patient was admitted to the hospital 3 days later. She stated that the g-tube is non functioning and the patient has had a broviac catheter placed and is being started on hyperalimentation. The patient remains hospitalized. The nurse practitioner was unable to provide information regarding the treatment, if any, given to the site. Information regarding medical history and concomitant medications was provided. The nurse practitioner was transferred for additional information regarding the product. Physician contact information was provided and she's willing to complete and return a product experience form.

Manufacturer narrative:
Unomedical has reviewed the biocompatibility data and have had an evaluation performed by the company's consultant physician. Unomedical has also reviewed the complaint file to establish the complaint ratio which relates to allergies associated with the sorbsan product. A review was also performed on the instructions for use in respect to this adverse event.